Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of the benchmark 6f 071 delivery catheter (benchmark dc) was ovalized upon removal from its packaging. The damaged benchmark dc was found prior to use and was not used for the procedure. The procedure successfully continued using a new benchmark dc.

Manufacturer narrative:
The device can not be located at the hospital. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.